Event description:
Customer reported that the insulin pump alarmed motor error. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor. Unit had corrupted history file.